Manufacturer narrative:
Initial MDR with device evaluation. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 24010-0007t because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 24010-0007t lot: unknown. It was reported by the customer that during IV push daunorubicin, leaking occurred at the y site of the texium tubing. The rest of the does was able to be administered when the syringe was tightened. Verbatim: during IV push daunorubicin, leaking occurred at the y site of the texium tubing. The rest of the dose was able to be administered when the syringe was tightened.